Event description:
At 10 years 4 months from primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the head and liner (from ø36 to ø40) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31 jul 2025. Ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot 146033: (B)(4) items manufactured and released on 03-dec-2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event and revised: batch review performed on 31 jul 2025. Mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot. 130419: (B)(4) items manufactured and released on 21-mar-2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.